Event description:
The customer reported that her blood glucose was 236 mg/dl at 3:18 pm and rose to 280 mg/dl by 9:11 pm. She realized that the cannula had never inserted. The pod was discarded.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the reported malfunction. The customer reported that the cannula failed to insert. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.